Event description:
The device was replaced due to the field advisory. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data were also collected from the device and analyzed. There was undefined resistance noted on the pacing impedance measurement for the right ventricular lead.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. The no output condition was the result of lifted output bond wires.